Manufacturer narrative:
The subject device was not returned for evaluation. Investigation is in progress. This report will be supplemented accordingly following investigation.

Event description:
It was reported that e01 (filling the basin with water took too long (water supply time is beyond maximum setting) would occur during the rinsing process. According to the reporter, the last time the water filter was replaced was in 2018. The customer stated that there is a possibility of both clogging and three-way valve malfunction due to not replacing water filter for long period of time. There was no patient harm or injury reported due to the event. No user injury reported.

Manufacturer narrative:
This report is being supplemented to provide additional information. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the investigation, possible causes may include the following: since the water filter has not been replaced for more than 3 years, it is possible that the amount of water supplied decreased due to the accumulation of components contained in tap water on the filter, causing e01. A definitive root cause cannot be identified. This issue is covered in the instructions for use: ·7.2 replacing the water filter (maj-2318) replace the water filter at least once a month to prevent contamination of the rinse water. Otherwise, this equipment may not continue to operate and perform as expected. Olympus will continue to monitor the field performance of this device.